Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the bath oil was contaminated. The cse removed the contaminant from the oil bath and checked the cuvettes. Cse replaced both drain pump peri-tubing cassettes and tested acceptably. All reaction tray wash unit aspiration probes and tubing was cleared and cleaned. A shutdown wash was run and all precision tests returned acceptable. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide patient result was obtained on an advia chemistry xpt instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate advia chemistry xpt instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated carbon dioxide patient result.